Event description:
A malfunction was reported on the pump, specifically indicating a malf 9 error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support, who guided them through resetting the pump. After the reset, the malfunction code did not recur.